Manufacturer narrative:
Associated accessory device: act monitor. Model# com001. (B)(4).

Event description:
Physician called upset about not being notified for a pause. The patient was admitted to the ER and had a pacemaker put in on (B)(6) 2009.